Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced redness and swelling to cardiac resynchronization therapy defibrillator (crt-d) site with some discharge and fever. The device and leads were explanted due to pocket infection. Cultures were taken. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.